Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain, cloudy peritoneal effluent and fever. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin (1g, route and frequency not reported) and amikacin (12.5mg, route and frequency not reported). At the time of this report, the patient outcome is not reported. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to "use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler". The guide also warns the user to "follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection". A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be submitted.